Event description:
It was reported that pump displayed malfunction code and there were no notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again.